Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not see insulin exiting the infusion tubing. Customer changed out all supplies and insulin was resumed successfully. Customer's blood glucose at the time of the event was 404 mg/dl. At the time of report, customer's blood glucose was 136 mg/dl.